Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: trueicapsurefix novusimplantable pacing lead. It was reported the atrial lead was dislodged, and the subclavian vein was thrombosed. The lead was removed and the patient was put on a blood thinner and a new lead implant is planned. No further patient complications have been reported as a result of this event. No conclusion can be drawn, dislodged.

Event description:
It was reported the atrial lead was dislodged, and the subclavian vein was thrombosed. The lead was removed and the patient was put on a blood thinner and a new lead implant is planned. No further patient complications have been reported, as a result of this event.